Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was unable to power on. The customer stated that the malfunction caused a delay to the patient care and nurse was able to retrieve the medication from another source. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) had unplugged the power supply from all other connections, disconnected all pyxibus cables from the comm sled, connected the tower and remote manager, and the station had been able to boot up. After connecting to auxiliary, the fse had found that the enhanced full-height drawer 6 had caused the station to not boot due to a bad drawer controller. A field service engineer had replaced the drawer controller to resolve the issue. The system had functioned as intended after the field service engineer had repaired the device.